Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to open the lever/foot, include, but not limited to tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted using the pre-close technique prior to a leadless extraction and insertion procedure. Reportedly, the footplate would not close. The lever was cycled multiple times and the foot eventually closed. Manual compression was used to achieve hemostasis. No additional information was provided.